Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable code of stent shaft break. Block h10: the returned polaris ultra stent was analyzed, and a visual evaluation noted that the stent shaft middle section detached and the bladder pigtail tip was torn. The suture string was returned for the analysis loaded and cut in the detached section. Photos of the complaint device submitted with the event showed the stent shaft middle section detached and the suture string loaded and cut in the device. Match the returned device. No other problems with the device were noted. The reported event was confirmed. The analysis of the returned device revealed that the middle section of the ureteral stent was detached/separated. The photo submitted with the event showed that the stent shaft was detached. The stent returned with the suture string loaded and cut in the device. The device was out of the original pouch, evidence that the stent was manipulated. The problem found is most likely due to the amount of force applied over the device as well as the handling of the device during the unpacking, preparation or procedure could have contributed with the complaint event reported. Therefore, adverse event related to procedure is the most probable root cause for the complaint since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a polaris ureteral stent was used during an unknown procedure, performed on (B)(6) 2021. During unpacking, the stent shaft was broken when opened by the surgeon. Another polaris ultra stent was opened and successfully completed the procedure. A photo of the complaint device was provided and showed that the stent shaft was broken in two. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ureteral stent was used during an unknown procedure, performed on (B)(6) 2021. During unpacking, the stent shaft was broken when opened by the surgeon. Another polaris ultra stent was opened and successfully completed the procedure. A photo of the complaint device was provided and showed that the stent shaft was broken in two. There were no patient complications reported as a result of this event.